Event description:
It was reported at 2000 the rn initiated an amino acids 10% (travasol) 25g 250ml infusion to infuse at a rate of 20.8ml/hour for a duration of twelve hours. At 2039, the amino acid IV bag was found to be empty. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The report that an amino acids 10% (travasol) infusion at a rate of 20.8ml/hour for a duration of twelve hours which was started at 2000, but that at 239 had an empty IV bag, could not be confirmed during this investigation. The log analysis did confirm the pump alarmed at 2:29:15 am for air in line and was turned off, thus terminating the infusion prior to the 12 hour expected duration. However, the cause for its early termination could not be determined from the log. The total volume infused during this time period was recorded to be 127.145 ml the testing process found that the pump module and incident disposable tubing set together were infusing within rate accuracy specifications. The inspection process performed on the pump module and incident disposable tubing set found no malfunctions; concentricity analysis of the silicone pumping segment found that it was within dimensional specifications. The device was being used for patient treatment. The root cause of the reported amino acids 10% (travasol) infusion having infused faster than expected could not be determined during this investigation.

Manufacturer narrative:
Concomitant medical products: central line, 500ml eva container, lot: 60145462, exp: 2021-08-31, 10% travisol. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported at 2000 the rn initiated an amino acids 10% (travasol) 25g 250ml infusion to infuse at a rate of 20.8ml/hour for a duration of twelve hours. At 2039, the amino acid IV bag was found to be empty. The customer further stated that there were no adverse effects caused to the adult patient from the event.